Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0414 captures the reportable event of sheath torn material. Block h11: the device was discarded; therefore, a technical analysis could not be performed. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported, ship history did not show results. A risk review was completed and confirmed that the event of sheath torn material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported event of sheath torn material could not be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. The event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, it was reported that the outer sheath was desquamated. It was later confirmed that the sheath was torn or peeled off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.